Event description:
This report is intended to document a series or trending of events rather than a specific event. Information on one catheter and patient was supplied in order to provide a sample serial and lot number for reference. There are two ongoing issues with the balloon catheter: first is that the fiber optic feature of the device frequently fails, in that the device (catheter) fails to be recognized by the console, and the physical connector for the fiber optic line falls apart. The blue slide connector which houses the tip of the fiber optic cable has literally fallen off of the catheter, so a connection to the fiber optic sensor cannot be made. The second is that the arterial line associated with the catheter, composes the secondary trigger for the balloon pump. When the fiber optics fails, the catheter clots off easily, requiring the operator to switch to the ECG leads as the only remaining trigger.manufacturer response for catheter, intra-aortic balloon, fiberoptic: multiple and on-going discussions with the local arrow representative. Representative has been involved since the beginning with the concerns and has been meeting with staff and engaging them in training, education, answering questions as needed. The representative has and remains very involved in our efforts to sort out the problem.